Event description:
During an atrial fibrillation ablation procedure, a pericardial effusion occurred. While ablating in the right atrium with a tacticath quartz ablation catheter, the patient became hypotensive. An intracardiac echocardiogram revealed a pericardial effusion, for which a pericardiocentesis was performed to stabilize the patient. The perforation was located in a pocket near the cavotricuspid isthmus. There were no performance issues with any sjm device.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported pericardial effusion could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.